Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the left anterior descending artery, pre-dilatation was performed using an rx voyager dilatation catheter. During deployment of the 4.0 x 15 xience v stent, a dissection was noted at the distal end of the stent. A 3.5 x 12 xience v stent was deployed to cover the dissection. There was no reported adverse patient sequela.